Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2024, the patient was implanted with the rns neurostimulator and four leads. On (B)(6) 2024 the patient was admitted to the hospital for difficulty with word forming. Hemorrhaging was identified to be near two of the left parietal (lpar) lead electrodes and a questionable hemorrhage near the burr hole cover. The patient was prescribed seven (7) days of steroids. The patient was discharged on (B)(6) 2024. On (B)(6) 2024 the patient received another five (5) day course of steroids. The aphasia resolved after the second course of steroids. The patient was seen on (B)(6) 2024, the symptoms have resolved. The patients rns system is now programmed for detection and stimulation.